Event description:
Customer reportedly received result of 61 mg/dl on the advantage system and 31 mg/dl on professional meter within 10 minutes. Low blood glucose symptoms were reported with these values; customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.